Manufacturer narrative:
Product investigation is in progress. A complaint investigation is in progress for returned product received on march 19, 2026.

Event description:
Immediately raised concern that part of the tampon may have been retained internally- vagina [foreign body in reproductive tract] the tampon separated into three distinct pieces [device breakage] during removal, the tampon separated into three distinct pieces¿immediately raised concern that part of the tampon may have been retained internally. [Complication of device removal] . Case narrative: consumer reported via e-mail that the tampon separated into three distinct pieces. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Immediately raised concern that part of the tampon may have been retained internally- vagina [foreign body in reproductive tract]. The tampon separated into three distinct pieces [device breakage]. During removal, the tampon separated into three distinct pieces. Immediately raised concern that part of the tampon may have been retained internally. [Complication of device removal]. Case narrative: consumer reported via e-mail that the tampon separated into three distinct pieces. No serious injury reported.

Event description:
Immediately raised concern that part of the tampon may have been retained internally- vagina [foreign body in reproductive tract] the tampon separated into three distinct pieces [device breakage] during removal, the tampon separated into three distinct pieces¿immediately raised concern that part of the tampon may have been retained internally. [Complication of device removal] . Case narrative: consumer reported via e-mail that the tampon separated into three distinct pieces. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.